Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient did not feel stim since stimulator placed. They stated the healthcare provider (hcp) thought it may be not working so they left it in. Patient was able to urinate. They thought it may work and patient had a lot of neuropathy. Patient been on dialysis last (B)(6) and did not produce much urine but patient did and thinks it was the stimulator. Patient fell in (B)(6) and had broken hip. They wondered if on dialysis and not producing urine would cause patient to nausea and back hurt. It was indicated that patient had stim on 8 v and had problem with nausea and vomiting. They were not sure if lowering stim helped or something else caused that. It was also reported that since patient admitted to the hospital, patient had problems with nausea, vomiting and back hurting. They thought it was the implant causing that. Patient had gotten very very thin. Patient weighed (B)(6) and had since lost weight and now to (B)(6). Patient was (B)(6). Patient went to hospital on (B)(6) and been in there for 3 weeks. Patient was not urinating and thought because of dialysis. Patient had to amputate leg on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.